Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose was 425 mg/dl. The customer stated that the insulin pump had no delivery alarm and the found that the insulin exited. The troubleshooting was performed for the no delivery alarm. The customer declined the high blood glucose troubleshooting because it was caused by the no delivery alert. The customer stated that there was blood on site, it bled when the cannula was pulled out. The insulin pump will not be returned for analysis.